Event description:
It was reported the implantable neurostimulator (ins) was explanted and replaced because the patient experienced jolting when she washed her baby in the bathtub. Reportedly, the patient could feel the stimulation in her arms when washing her baby. It was stated the jolting stopped after turning stimulation off. It was noted there was no injury or patient symptoms related to this event. Additional information stated the ins and extension were returned.

Event description:
Additional information received indicated the device had been reprogrammed and the patient was fine. It was stated the patient had g ood effect and no shocking with the new device.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was not in a new condition. The device functioned properly throughout the duration of the long term monitor test. Analysis of the extension found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.